Event description:
It was reported by a customer complaint that the patient was treated by paramedics due an incident of low blood glucose. The patient reports he was experiencing low blood glucose for several days. His wife called the paramedics when she measured his blood glucose at 29 mg/dl. The paramedics administered glucagon and stabilized the patient on scene and he was not transported. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.